Manufacturer narrative:
(B)(4). The lead has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported the pt tried to undergo an MRI. As the pt's head entered the MRI machine, the stimulator immediately switched on, and the pt felt a strong shock. The stimulator had been turned off prior to the MRI. Since the MRI, the stimulator system had not worked "very well." The impedances were measured and the results showed the impedances were out of range. The pt had a revision. During the revision, the health care professional discovered the lead was completely cut 4-5 cm from the lead and extension connection. The reporter stated it was not possible the lead was cut as a consequence of the surgical revision. The proximal part of the lead was explanted. The distal part of the lead was left in the pt because it was not possible to explant it. A new lead was implanted. There was no pt injury or death, and the pt was "okay."